Manufacturer narrative:
H6: investigation summary 10 unused samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water, and then infused with the pump dchu-0010 and pump module dchu-0013 at 125 ml/hr for one hour. No air in line was observed during the infusion run or after the infusion. The customer complaint that during infusion on several different types of medications, the vent on the tubing is causing air in the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0007 lot number 20105924 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that the as lvp 20d 2ss cv had air in the line during the infusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "she has been noticing the vent on the tubing is causing air in the line during infusion on several different types of medications that are infused."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv had air in the line during the infusion. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "she has been noticing the vent on the tubing is causing air in the line during infusion on several different types of medications that are infused."